Event description:
It was reported by the customer's daughter that no insulin was delivered during the prime rewind process. Customer's blood glucose level at the time 565mg/dl. Customer treated with a manual injection. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.